Manufacturer narrative:
On december 9, 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. As per device received, the following information has been updated on this form: field d1 for brand name has been updated to "mentor memorygel breast implant." Field d4 for catalog number has been updated to "3503751bc." Field d4 for lot number has been updated to "6534563." Field d4 for unique identifier( UDI) has been updated to "(B)(4)." A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left capsular contracture; baker grade iii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent unspecified breast surgery with an unknown size unknown gel implant (date of implant - (B)(6)2016) on the left and with 375cc mentor memorygel breast implant (date of implant - (B)(6) 2016) on the right, and experienced bilateral capsular contracture; left side baker grade iii, and right side baker grade unknown. As a result, the patient underwent bilateral explantation and replacement with catalog number 350-3751bc; serial number (B)(4) on the left side, and with catalog number 350-3751bc; serial number (B)(4) on the right side on (B)(6)2021. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
On (B)(6) 2022, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 375cc breast implant had some creases/folds on the anterior and posterior view. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).